Manufacturer narrative:
One device was returned for analysis. It was reported that there was a broken case, o ring inserted and battery not working. No service history found in last 12 months. Travel coarse error, and invalid syringe size alarms found in review of event history. The probable cause is the clutch is not properly engaged, dragging or slipping. Clutches are worn. The probable cause of the invalid syringe size is contamination on the size pot.

Event description:
One device was returned for analysis. It was reported that there was a broken case, o ring inserted and battery not working. Event occurred during infusion.